Manufacturer narrative:
Zoll has not received the innercool stx surface system for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The nurse noticed that the innercool stx surface system (sn unknown) was not maintaining the patient's temperature during temperature management therapy. The nurse set the target temperature for cooling to 91.4°f, and the patient got cooled down to 88°f. The nurse used a bear hugger to warm the patient and used manual mode to adjust the bath temperature to bring the patient's temperature to 91.4°f. During the rewarming phase, the nurse set the target temperature to 94°f, and the patient got rewarmed to 96.6°f within one hour. The nurse experienced difficulty in maintaining the patient's temperature. Zoll personnel advised the nurse to replace the innercool system to continue the therapy. The customer provided no further information. The patient's status information was requested but the customer did not provide a response.